Event description:
The initial reporter stated they received questionably high sodium electrode results for an unspecified number of patient samples tested on a cobas c 303 analytical unit. The customer stated that samples will initially recover high sodium values and when repeated, the values are normal. The customer also stated that they observe high sodium results in many samples immediately after samples are tested for hemoglobin a1c. The customer provided examples of three patient samples with discrepant sodium results and a fourth patient sample with discrepant potassium electrode results. The first sample initially resulted in a potassium value of 4.73 mmol/l. The sample was repeated four times, resulting in values of 4.24 mmol/l, 4.33 mmol/l, 4.22 mmol/l, and 4.22 mmol/l. The second sample initially resulted in a sodium value of 149.5 mmol/l on (B)(6) 2025 and it repeated as 140.9 mmol/l on (B)(6) 2025. The third sample initially resulted in a sodium value of 162.5 mmol/l on (B)(6) 2025 and it repeated as 145.3 mmol/l on (B)(6) 2025. The fourth sample initially resulted in a sodium value of 150.3 mmol/l on (B)(6) 2025. The sample was repeated three times on (B)(6) 2025, resulting in values of 141.8 mmol/l, 143.0 mmol/l, and 155.9 mmol/l.

Manufacturer narrative:
The sodium and potassium electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced a solenoid valve. The investigation determined the issue was resolved by the service actions.